Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31g 8mm, 90 count mail order only experienced leakage during use. The initial reporter stated, "I just received a call from (B)(6) pharmacy; he was transferred to me from customer support so I did not want to transfer him again. He called in a complaint on item: 320881, lot: 8094865 for a patient. He stated the medication is leaking from where the needle and plastic part meet; also stated there are air bubbles."

Event description:
It was reported that the pen ndl 31g 8mm 90 count mail order only experienced leakage during use. The initial reporter stated, "I just received a call from cvs pharmacy; he was transferred to me from customer support so I did not want to transfer him again. He called in a complaint on item 320881 lot 8094865 for a patient. He stated the medication is leaking from where the needle and plastic part meet; also stated there are air bubbles."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.